Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The control printed-circuit (pcb) board was found faulty and was replaced. The device logs were downloaded. The ventilator was returned to service after successful functional and safety tests were performed. The control pcb was left at the customer site and was not returned for further investigation. Evaluation of the device logs confirmed the reported failure and also that the pressure transducer sub-test failed during the pre-use checks. The log showed that the pressure transducer signal for inspiration pressure measured by the control pcb was found to be lower than expected. Basing on prior investigations of similar faults, the cause for the failure was determined to be a faulty capacitor. The reason for the failure of some of the capacitors was determined to be insufficient insulation of the capacitor due to a manufacturing related problem, and was limited to two (2) suppliers. The failure will be detected during the pre-use checks, if present. Should this failure occur during patient treatment, the airway pressure will be higher than set. Alarms for high airway pressure will be generated when the user's set alarm limit is exceeded. As a corrective action, the use of the capacitors from the two (2) suppliers, which have showed these manufacturing problems, was stopped.

Event description:
(B)(4).